Event description:
This lead was implanted on (B)(6) 2013 and explanted on (B)(6) 2013 due to suspected infection. The procedure took place at (B)(6) hospital in (B)(6) japan. The physician is unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).